Event description:
Per the clinic, the patient experienced pain at leading edge of receiver/stimulator leading to device non-use. The device was explanted on (B)(6) 2021. There are no plans to reimplant the patient with a new device as of the date of this report.